Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon receipt the response button function was intermittent. Upon investigation several components were corroded on ca board sn (B)(4). The cause for the nonfunctional response buttons was a corroded j1005 connector. The root cause for the corroded ca board cannot be positively determined but is likely ingress of an unk liquid. No adverse event resulted from the corroded ca board. The last pt to use this monitor did not report any problems.

Event description:
A review of service data detected a reportable event. During servicing of monitor sn (B)(4), which was returned for normal maintenance, the rear response button was non-functional. The last pt to use this monitor did not report any problems.